Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent mesh revision concurrently with cystometry on (B)(6) 2013 due to mesh erosion and sui. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection and urinary/bowel problems. It was reported that patient underwent tvm surgery on (B)(6) 2013 for removal of a sharp plastic piece. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, uterine prolapse, cystocele, rectocele and enterocele. It was reported that the patient had the concurrent procedures of total vaginal hysterectomy, anterior and posterior repair, enterocele repair, sacrospinous ligament fixation and cystoscopy performed during mesh implantation. No additional information was provided.